Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's father reported via phone call delivery anomaly. Customer's blood glucose level was 150 mg/dl. Customer's father advised 100 units of insulin had been used up in a 24 hour span and that the device is over delivering insulin to the customer. Troubleshooting for the delivery anomaly was performed. Customer bolus history was correct and their alarm history only showed a low battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.